Event description:
Patient's caregiver contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's caregiver did not report injury or medical intervention.